Event description:
On 7-6-99: distributor notified sechrist of a iv200/savi ventilator with a "faulty digital manometer.: 7-7-99: second fax from distributor stated that one of their svc engineers checked the unit and said the "alarm operation functions were not working correctly." However, no info was supplied regarding whether the device was being used with pt when reported failure occurred or whether it was noted during svc at the distribution facility. 7-19-99: third fax from distributor reported that the vent was being used by a nurse on a pt when the problem occurred. There was no pt compromise, injury, or death. No other pt info was provided.